Event description:
Customer alleges short in unit causing fire to unit only.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.

Event description:
Customer alleges short in unit causing fire to unit only.

Manufacturer narrative:
The evidence suggests that contamination in the electrical tray was the root cause of this complaint.